Event description:
The patient had a de novo lesion in the proximal to mid left anterior descending branch. The lesion was slightly tortuous and heavily calcified with 99% stenosis. After crossing the guidewire, rotablator was conducted with a 1.5 bar and then a 1.75 bar. The lesion was pre-dilated with two balloons. A 2.5 x 28mm cypher stent was implanted at the distal end of the target lesion without any problems. Then, a 3.0 x 23mm cypher stent was delivered to the proximal end of the initially implanted cypher with overlap. Pressure was applied at 12 atm but the balloon would not inflate at all. The physician suspected defect of the inflation device, so he inflated a competitors balloon outside of the patient's body, but the balloon inflated without a problem. Therefore, a different stent was implanted instead and the procedure was safely completed. There was no reported patient injury.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.